Event description:
(B)(4). Since having the filshie clips, I have experiences severe cramps. The only way to describe their intensity is my ovaries feel like they are being squeezed and twisted when I get cramps. They are so severe that they have me doubling over in excruciating pain. My periods have also been very heavy with huge blood clots for days and flooding. They usually last between 6-9 days. Since having them placed, I have also experienced major hormonal imbalances well as developed a skin condition similar to psoriasis which I did not have prior to getting the clips placed. I wish I had known the long term effects this product would have and now I am regretting my decision. I have to live with unbearable pain because of the clips. I just wish they could be removed so the pain would stop.